Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into backup operation with high voltage therapy disabled. It was also noted that the device was beeping inappropriately. Programming changes were made to reset the device and to disable high voltage therapy. The patient had no consequences.